Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, after one month post operation glistening were present in one eye was noticed. No patient impact was reported and the lens remains implanted.